Event description:
It was reported that the device experienced a por (power on reset). The device was pacing at vvi 65, but the patient was symptomatic. No telemetry or magnet response was indicated. Review of save-to-disk files showed data corruption. Additional information was later received reporting the device was pacing at 55 bpm, but the lower rate was supposed to be 60. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) preliminary analysis revealed the device had an output but no telemetry and a depleted battery. The no telemetry condition and the depleted battery were the result of high current leakage internal to the device. The condition disappeared during further analysis. The root cause could not be determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device experienced a por (power on reset). The device was pacing at vvi 65, but the patient was symptomatic. No telemetry or magnet response was indicated. Review of performance data from the device showed data corruption. Additional information was later received reporting the device was pacing at 55 bpm, but the lower rate was supposed to be 60. The device was explanted and replaced. No further patient complications have been reported as a result of this event.